Manufacturer narrative:
The pod will not be returned - unable to confirm any device malfunction. The customer reported experiencing difficulty filling the pod with insulin during the fill process. This condition indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was reported). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite experiencing difficulty during the fill phase, the customer proceeded to wear the pod.

Event description:
The customer reported that it was "hard to fill" insulin into the fill port. Despite this, he proceeded to place the pod. Within four hours of wearing the device, a high bg level of 400 mg/dl was experienced. He attempted to bolus at that point, though it is unk whether the bolus was successful at lowering his bg's. The pod will not be returned for eval.